Manufacturer narrative:
The operating table top involved in the event was not known by the customer, so only the correct operating table column and remote controls were inspected by a field service technician. The root cause for the alleged unintended movement could not be identified. However, the wireless remote control was exchanged for further investigation. If new relevant information from the investigation will be available it will be provided within a final report.

Event description:
It was initially alleged the left leg section moved by its own. During on-site investigation by a fst the customer stated the right leg section moved by its own to the most upright position with a patient's leg on it and stopped at the end position. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The operating tabletop involved in the event was not known by the customer, so only the correct operating table column and remote controls were inspected by a field service technician. The root cause for the alleged unintended movement could not be identified on-site. The operating table column was working as intended. However, some minor defects were recognized at the column and remote controls which could not be associated with the alleged unintended movement. Nevertheless, the wireless remote control was exchanged for further investigation as it was believed this could have caused the movement. The remote control was evaluated by the trumpf medical r&d. It was working is intended but internal and external defects were identified caused by external forces (e.g. Dropping/falling). The infrared code was not the original one and maybe changed several times. The alleged unintended movement could not be reproduced - the root cause for the allegation of unintended movement was not confirmed. The devices involved in the event passed their expected lifetime of 10 years. Based on these finding no further actions are required.

Event description:
It was initially alleged the left leg section moved by its own. During on-site investigation by a fst the customer stated the right leg section moved by its own to the most upright position with a patient's leg on it and stopped at the end position. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).